Event description:
One year ago, patient had patch surgically placed and it was removed recently, due to abdominal wall pain. During removal a subtle 'crack' was detected in the ring with no protrusion. Patient is doing fine.